Event description:
It was reported through remote transmission that post-paced t-wave oversensing was observed on the ventricular channel. Patient was asymptomatic and did not receive therapy during the oversensing. Programming changes were recommended. No further information was provided.

Manufacturer narrative:
Please retract this manufacturer report 2938836-2017-23160, it should not have been reported as a medical device report (MDR) as the product has not been approved by FDA and is part of investigation device exemption (ide).